Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A customer reported that a a2101 mayfield ultra base unit was not locking/ closing correctly. It is unknown if there was patient involvement or if the device failure led to patient injury or surgical delay.

Event description:
N/a

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h10 mayfield ultra base unit (a2101) was returned for evaluation. The reported complaint was confirmed via inspection of the unit. The handle is out of adjustment. Several components were worn from routine use and in need of maintenance. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.